Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the system interrupt occurring via the pump history. The pump does not actively alarm system interrupt, rather it is seen in the pump history to indicate the pump shutting down without being properly turned off. In this instance there was a clear pattern of the pump door being opened, the pump alarming "door open" and then logging a system interrupt. This indicates that the patient was removing the batteries without properly turning the pump off. There was also one instance of system interrupt in the pump history that did not follow this pattern. It appears to have been caused by faulty batteries being used in the pump. The pump was serviced and returned.

Event description:
The initial reporter stated that the pump "alarmed system interrupt". They also stated that there was no delay in therapy because the patient does have a back up pump and was able to switch over to it. (B)(4).